Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that air did not come out when performing fluid air exchange during a combined cataract and retinal surgery. The product was replaced and the procedure was completed without consequences to the patient. A product sample has been requested for evaluation.

Manufacturer narrative:
A product sample was received for evaluation. A device history record review for the reported lot shows that the product was released per specifications. The auto infusion valve (aiv) manifold was tested. An external pressure source was used to perform a cracking pressure test. The pressure was incrementally increased until the valve actuated. The sample was non-conforming due to the higher than expected cracking pressure. The root cause of the customer¿s complaint is the failure of the device to switch from fluid to air whereby the aiv failed to open or had a high cracking pressure (pressure required to open the aiv to allow air passage). (B)(4).